Event description:
On (B)(6) 2004, the patient was implanted with two gore excluder bifurcated endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2013, it was reported the patient would need to undergo a reintervention to have the devices removed due to an aortoenteric fistula. On (B)(6) 2013, an intervention was performed whereby the devices were explanted due to an aortoenteric fistula. It was reported the abnormal communication between the aorta and the intestines resulted in the fistula development. It was reported the infection was identified in the explanted devices; as a result of the bacteria from the intestines traveling through the fistula entering into the aorta and infecting the implanted devices. The patient tolerated the procedure.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-released specifications. The gore excluder aaa endoprosthesis instructions for USA (IFU) specifies "patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion.